Event description:
It was reported that when the laser was turned on, the touchscreen was not operational. This happened prior to procedure: patient was under anesthesia. Physician converted to an alternate procedure (turp) to complete the case. Patient outcome: "condition was ok."

Manufacturer narrative:
\ The replaced top cover s/n (B)(4) was returned to manufacturer on july 14, 2015 and was sent to the supplier.

Manufacturer narrative:
Service repair report date: july 09, 2015: p/n (B)(4) top cover replaced: s/n installed (B)(4) and s/n returned part (B)(4). Top cover will be returned to ams on RMA (B)(4). Top cover has not yet been received by ams.

Manufacturer narrative:
Service repair in the field was performed on july 09, 2015. The replaced top cover was received at the manufacturer on july 14, 2015 and was sent to the supplier. Product evaluation: the top cover was evaluated by the supplier on october 06, 2016 and was received back at the manufacturer on november 10, 2016. The evaluation noted the reported issue of "touch screen not operational" could not be confirmed however vertical lines were noticed upon turning on. The u600 was replaced, the top cover was reprogrammed. The top cover was tested and passed the standard production test was noted. The top cover was released to stock. Probable root cause: based on supplier analysis report, the probable root cause was determined to be u600 component in the top cover.

Manufacturer narrative:
System analysis/service repair: top cover replacement.